Event description:
It was reported that during insertion of an avs navigator 7mm x26 mm x 4 deg spacer, the back rail of the implant fractured intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay using an alternative implant.

Event description:
It was reported that during insertion of an avs navigator 7mm x26 mm x 4 deg spacer, the back rail of the implant fractured intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay using an alternative implant.

Manufacturer narrative:
D.9 was corrected from 'no' to 'return'. Visual inspection: visual inspection confirmed that the backrail of the cage fractured. The device and complaint history records were reviewed, no relevant manufacturing issues or similar complaints were identified. According to the surgical technique the user should carefully insert the avs navigator implant gently and progressively into the disc space. The inserter knob should be fully locked while inserting the implant into the disc space. If difficulty is encountered during impaction it most likely represents a mechanical block to the passage of the implant. Check for adequacy of the discectomy and be sure distraction is maintained. As the surgical technique states , "check for adequacy of the discectomy and be sure distraction is maintained" during insertion of cage, the most likely cause of this event is lack of proper distraction.